Manufacturer narrative:
Occupation: occupation is lay user/patient. Device evaluated by MFR: the customer did not return the test strips.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the sysmex laboratory analyzer using siemens dade reagent. The customer was tested at the laboratory at 3:25 p.m. With a result of 1.8 inr. The meter had been in the car below 59 degrees and received a temperature error. He took the meter home and let it warm up. Approximately 40 minutes after the laboratory result he was able to obtain a result of 2.3 inr on the meter. The customer was advised to increase his warfarin dose based on the low laboratory result. The customer's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The customer is fine. The customer has had no changes in diet, health or other medications. The customer does not have lupus or anti-phospholipid antibodies. He has no hematocrit concerns. The customer is taking an unknown dosage of clopidogrel. This is taken within 1-3 hours of testing on the meter. Product labeling states that test results are not affected by up to 20 mg/dl of clopidogrel. The meter and test strips were requested for investigation. The customer returned the meter; the test strips were not returned. Retention test strips were measured with the returned meter with liquid qc of a high level: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.